Event description:
Customer implanted a screw into a patient and the package did not have any clear expiration date on it. Nurse though it was the sterilization date but after speaking to people in product support it was the expiration date and it was expired.

Manufacturer narrative:
Exp date was printed with hour glass symbol into the pouch and box label. Exp date was also printed to the patient chart labels, but without hourglass symbol.